Event description:
Caller reported a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Customer will receive a replacement pump from technical support and will revert to multiple daily injections to ensure insulin delivery continues. Caller was advised on the necessary steps to take when receiving the replacement pump and was instructed to return the problematic pump to tandem using the provided return box and pre-paid label.